Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized due to low blood glucose levels, with a reading of 70 mg/dl. The caller stated that the customer had given herself an incorrect bolus prior to the event. Troubleshooting was performed. Reviewed the bolus history, and found that the bolus wizard had suggested no insulin for that particular bolus. However, the bolus suggestion was overridden, and was changed to 25.0. The customer's father stated that he did not override any bolus, and wanted the insulin pump replaced. Nothing further was reported.